Event description:
Related MFR report: 3006705815-2020-01631.

Event description:
Related MFR report: 3006705815-2020-01631. It was reported the patient's scs leads were exposed and sticking out of the patient's back. Consequently, surgical intervention was taken and the patient's scs system was removed.